Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose level was 260 mg/dl. The customer reported that the buttons were not working. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to broken battery tube threads. Insulin pump received with broken battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Unable to verify keypad unresponsive or button error alarm due to broken battery tube threads.